Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, stat and route was not reported) and ceftazidime injection (1 gram, intraperitoneal and frequency was not reported). At the time of this report, patient outcome was unknown. Pd therapy was ongoing. No additional information was available.